Event description:
It was reported that the device would not power on ac or dc power. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure to operate on ac or dc power. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power pcb assembly at the failure analysis center and determined the cause of the failure to be a shorted ic chip, designator u5.